Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a tear to the outer silastic of the driveline. Rescue tape was applied to the tear and the patient was euvolemic with stable vitals.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer silicone jacket of the patient¿s driveline could not be confirmed as no photo images were submitted for review. A specific cause for the reported damage could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022. No notable pump events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4, ¿living with the heartmate ii¿, contains information on caring for the driveline. Section 6, ¿caring for the equipment¿, outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.